Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the stylet became stuck and could not be removed from the left ventricular lead. The lead was not used and a new lead was implanted. The patient tolerated the procedure well and would be followed normally.

Manufacturer narrative:
Analysis was normal. No anomalies were found.